Manufacturer narrative:
Initial complaint as received stated user was found on the floor after they fell out of the chair. Manufacturer spoke to the dealer and facility. When speaking to the facility a second time the "sprang forward" allegation was made. The facility alleges 3 separate incidents occurred with different consumers on the same chair. The other 2 alleged incidents were not reported at the time they took place. No serious injury is alleged in the previous incidents. Device history was researched with no other incidents of this type. Device had been in service for approximately 18 months. Service history is unknown. Potential care issue.

Event description:
The facility alleges the recliner "sprang forward" from a reclined position, causing the consumer to be thrown from the chair and break her leg.